Event description:
Within 14 minutes intraaortic balloon pump went from fully charged to 20 minutes of power remaining. Pump was plugged into helicopter. On arrival to west pad, pump stated fully charged we unloaded patient (maybe 10 minutes) iabp shut off. Pump was restarted and shut off again. Iabp was plugged into wall outlet on helipad ccu was called to advise them of this issue, they stated it is a common problem. Iabp shows 80% power, crew then gets on elevator and iabp shut off again. We made it to the room and plugged it in.